Event description:
The customer reported the system did not display an image. No pt injury was reported.

Manufacturer narrative:
The svc rep verified problem and traced problem to video cable leaving ccd camera assy. He repaired the cable, tested ccd camera, ccd camera is working, ordered said cable.